Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) connected with the customer remotely and confirmed that the system was unable to turn on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the media wall in the b-cabinet was defective. To resolve the issue fse replaced the rgb media wall with 4200 units and set up and checked video feeds. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.